Manufacturer narrative:
Concomitant medical products: product ID: 748351, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va09e5s, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0d7cw, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the left side system was removed due to infection. Additional information was requested but had not been received as of the date of this report.